Manufacturer narrative:
Reader megb293-g0759 has been returned and investigated. Units were locked, date and time were set successfully, and no cybersecurity error codes were found in log. The reader was visually inspected and no issues were observed. Reader turned on with button press. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion. The customer indicated that they required third-party treatment due to this issue, but declined to provide any further information. There was no report of death or permanent injury associated with this event.